Manufacturer narrative:
It was reported that a 44 y/o female patient had an m6 cage removed as she had developed osteolysis. Device has not returned for investigation. Once the device returns and investigation will be performed.

Event description:
It was reported a 44 year old femal patient had an m6 cage removed as they had developed osteolysis.